Manufacturer narrative:
Intuitive surgical inc. (Isi) received the tip cover accessory of reported 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. There was no physical damage observed during visual inspection. The accessory was placed on and removed from an in-house instrument with no issues. The accessory was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.